Event description:
It was reported that the cartridge began leaking during the load process. There was no impact to customer's blood glucose level. Customer switched to manual injections until she receives more cartridges.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.